Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv)-his lead exhibited high thresholds. It was also reported that the high thresholds prematurely depleted the battery. The rv-his lead was removed and replaced in left bundle branch location. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.